Event description:
It has been reported to philips that the flexvision failed to boot. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the device onsite and reviewed the system log files and identified an issue with the grabber cards. The frame grabber captures the video from the allura system. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order.